Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room. The pulse generator and right ventricular lead were explanted due to infection. No further information was available. The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).